Event description:
It was reported that device had shifted and did not seal. A left atrial appendage (laa) closure procedure was performed along with an ablation procedure, and a 27mm watchman flx laa closure device was implanted (B)(6) 2024. At a routine three (3) month follow up, it was noted via computed tomography (CT) imaging that the device appeared to have a change in orientation since the initial implantation and a leak was present below the fabric part at the left-hand side of the device. There was no patient complications reported. The patient will continue on anticoagulation medication and will be rechecked via CT imagine at a later date.